Manufacturer narrative:
It was reported that the post-op CT was merged onto the rosa plan however the automatic and semi-automatic merges did not work properly. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs including dicom folder were required to determine the root cause however the dicom folder is missing from the data available for investigation therefore the root cause of the event cannot be determined.

Event description:
It was reported that after a surgery the post-op CT exam was merged onto the rosa plan, however the automatic merge function did not work properly. The post-op CT exam was not aligned with the other image. A semi-automatic merge was then attempted but it did not work either.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that after a surgery the post-op CT exam was merged onto the (B)(4) plan, however the automatic merge function did not work properly. The post-op CT exam was not aligned with the other image. A semi-automatic merge was then attempted but it did not work either.